Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the device allegedly arrived with damage to the external packaging and water damage. There was no reported patient injury.

Event description:
It was reported that prior to an endovascular arteriovenous fistula procedure, the device allegedly arrived with damage to the external packaging and water damage. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR review could not be conducted as the lot number was not provided. The findings from the investigation were considered in determining the need for further action relating to the design and manufacture of the device, review of similar complaints, previous investigation information and root cause investigation outputs. Investigation summary: the wavelinq device was not returned. The result of the investigation is inconclusive for the reported damaged packaging and wet damage issues. The root cause reported damaged packaging and wet damage issues could not be determined based upon the available information received from the field communications. The likely contributing factor was due to a transport or storage related issue the communications stated that the outer package arrived wet and the fedex box was crushed. Labeling review: the IFU for this wavelinq was reviewed and the following sections are applicable. Indications: the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications: target vessels < 2mm in diameter. Warnings: 1. The wavelinq endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 2. The wavelinq catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. Precautions: 1. Care should be taken to avoid the presence of fluid on the esu. 10. Avoid wiping the device with dry gauze as this may damage or contaminate the device coating. 11. Avoid excessive wiping of the coated device. 12. Avoid using alcohol, antiseptic solutions, or other solvents to pre-treat the device because this may cause unpredictable changes in the coating which could affect the device safety and performance. 13. Avoid pre-soaking devices for longer than instructed, as this may impact the coating performance. How supplied packaging: the wavelinq endoavf system is supplied sterile and intended for single use only. Catheters are considered sterile only if the pouch is undamaged and unopened. The outer surfaces of the carton and pouch are non-sterile and must not be placed in the sterile field. Open the pouch using aseptic techniques so that its inner contents are delivered to the sterile field. The wavelinq catheters are sterilized with ethylene oxide gas. Storage: store the wavelinq endoavf system in a cool, dark, dry place. Do not expose to organic solvents, ionizing radiation, or ultraviolet light. Instructions for use: once the wavelinq catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use: 1. Before removing the wavelinq endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq endoavf system. H10: g3, h6(method). H11: b5, h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.